Manufacturer narrative:
A device history record review was performed, all records appear normal and no quality related issues or mfg related deficiencies were noted at the time of MFR. Two other complaints were reported against this same lot number (1160314) and by the same hospital, on the same day, and for similar issues. The complainant reported that the device will not be returned for evaluation, as it was discarded subsequent to the event; therefore, a physical evaluation will not be performed. We are unable to determine if the device met specifications. At this time, we are unable to determine the relationship between the device and the cause for this event. The march 2007 15-month ports valved complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
The complainant reported that the clinicians were performing a therapeutic implant of a vaxcel implantable port (date unk) in a pt ( age and gender unk). During the procedure the sheath appropriately peeled to the halfway point, but then the sheath broke, and the port had to be cut from the sheath. The device was then successfully implanted in the pt. The complainant reported that there was no adverse affects on the pt as a result of the reported malfunction.